Manufacturer narrative:
Follow-up #1 date of submission 01/31/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings:a battery crack was observed during investigation. The battery cap would not properly secure to the pump. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a battery compartment crack. It was reported that the battery cap could not be secured to the battery compartment properly. The reporter noted there were no power issues experienced and no evidence of moisture within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.